Manufacturer narrative:
The patient samples were venous obtained from a vacutainer. The reporter did not know if the samples were applied to the strip within 30 seconds. The test strips were requested for investigation, however, the test strips have been used up and discarded. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 2 patients tested with coaguchek xs pro meter serial number (B)(4) compared to an acl top 500 laboratory instrument. Patient 1 result from the meter was >8.0 inr. The result from the laboratory within 4 hours was 3.0 inr. On (B)(6) 2020 patient 2 result from the meter was 4.6 inr. The result from the laboratory within 4 hours was 3.4 inr. The reporter was unable to provide the therapeutic range for either patient.